Event description:
A surgeon reports a pt complains of negative dysphotopsia following intraocular lens (iol) implant surgery. The surgeon also stated the iol was well-centered and the capsule clear. The association between this event and the iol is not known. Additional info has been requested.